Event description:
It was reported that right ventricular (rv) lead pacing impedance alert triggered for high impedance. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).